Event description:
It was reported that while preparing to start a da vinci si splenectomy procedure, the site experienced system error code 48100. With the assistance of isi technical support engineering (tse)the site powered down the system, turned off the breaker on vision side cart for approximately 30 seconds and unplugged their s-video cable, however, the system error code reoccurred. The patient was under anesthesia and the port incisions had not yet been made when the surgeon made the decision to complete the planned procedure using traditional open surgical techniques. No patient injury, harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by field service engineering determined that the system error code 48100 experienced by the site was associated with the personality module, auxiliary/video (pmav) box. The pmav is located on the vision side cart (vsc) and allows system video to be output to external video sources and/or video streams to be brought in to the system for display on the surgeon's viewer. The system alarm (system generated fault code) functioned as designed. System error code 48100 appears when the da vinci si system detects a communication signal was outside of the expected range of values. Upon determining this condition, the safety system puts da vinci s in a non-recoverable safe state. The system was repaired by replacing the affected pmav. As of january 31, 2012, there have been no reported recurrences of the issue at this hospital.